Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2012846) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removed') in a 50-year-old female patient who had essure (batch no. 2358901-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("various symptoms"). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event and medical device removal with essure. Lot number 2358901 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 04-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removed') in a (B)(6) year old female patient who had essure (batch no. 2358901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("various symptoms"). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event and medical device removal with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.